Manufacturer narrative:
Results: the cat6 was kinked approximately 132.0 cm from the proximal end. The cat6 was ovalized approximately 134.5 thru 135.0 cm from the proximal end. During functional testing, a 0.070¿ stainless steel mandrel was advanced through the hub of the cat6; however, resistance was encountered as the mandrel met the kink in catheter shaft and the mandrel could not be advanced any further. Conclusion: evaluation of the returned cat6 confirmed that the catheter was kinked. If the device is forcefully retracted at extreme angles during removal from its packaging or otherwise mishandled during preparation, damage such as a kink may occur. If the cat6 is kinked and is subsequently used in a procedure, it may not function properly. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral popliteal using an indigo system aspiration catheter 6 (cat6). During the procedure and prior to inserting the cat6 into the patient, the physician realized that the cat6 was kinked at the distal tip upon removal from the packaging. However, the physician decided to continue the procedure and advance the cat6 into the patient. It was reported that the cat6 was unable to aspirate the clot and was therefore removed and was no longer used in the procedure. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.